Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient indicated that the device was not working. There was no symptoms or further complications reported or anticipated.